Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) due to diabetic ketoacidosis with a blood glucose level of 542 mg/dl. The customer's blood glucose level was 80 mg/dl, 561 mg/dl, 541 mg/dl, and 542 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they treated high blood glucose level with bolus and saline. The customer reported that they experienced nausea and vomiting as a symptom related to high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08730 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using carelink. Device had intermittent button response on the express bolus, esc, act, up arrow and down arrow buttons due to flattened dome switches (no crease). No button error alarm noted. During visual inspection, the keypad connector on the lcd/b was found locked properly. Device had cracked reservoir tube lip.